Manufacturer narrative:
E1: initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin (2 grams, unknown route) at a dose of shock treatment, vancomycin (60mg per bag, intraperitoneal) at a dose of maintenance treatment, ceftazidime (1 gram, unknown route) at a dose of shock treatment, ceftazidime (250mg per bag, intraperitoneal) at a dose of maintenance treatment, and heparin (20mg, unknown route) at a dose of shock treatment for peritonitis. Approximately three weeks later, the treatment ended. On an unspecified date, the patient had recovered from the event of cloudy effluent and the patient was well without symptoms. The action taken with pd therapy was not reported. No additional information is available.